Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulty, balloon detachment and a shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuosity proximal diagonal. A laser was used on the lesion, then a 2.00mm x 8mm emerge balloon catheter was advanced and difficulty crossing the lesion was noted. A series of inflations were performed and then the device was unable to be removed. After some manipulations, the proximal portion of the shaft broke off and balloon material broke off from the shaft of the balloon. The shaft was removed by the physician, however, the balloon material and 2 markerbands were left in the vessel. The balloon material was unable to be stented to the vessel wall because the stent would be unable to cross the lesion. The procedure was ended with no patient complications and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter without the distal portion of the balloon, markerbands, shaft or tip. The outer shaft, and inner shaft were microscopically examined. The distal portion of the balloon, shaft, markerbands and tip were not returned for analysis. The balloon is completely circumferentially torn 5mm from the proximal balloon weld. The shaft is completely separated 144.1cm from the hub. The fractured/separated ends of the shaft were stretched and jagged which indicates the shaft separation was due to tensile forces. 2.5cm of the shaft is torn starting 2.5cm proximal of the distal shaft separation. There were numerous hypotube and shaft kinks. There is no indication that the reported complaint is related to the manufacturing process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that removal difficulty, balloon detachment and a shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuosity proximal diagonal. A laser was used on the lesion, then a 2.00mm x 8mm emerge balloon catheter was advanced and difficulty crossing the lesion was noted. A series of inflations were performed and then the device was unable to be removed. After some manipulations, the proximal portion of the shaft broke off and balloon material broke off from the shaft of the balloon. The shaft was removed by the physician, however, the balloon material and 2 markerbands were left in the vessel. The balloon material was unable to be stented to the vessel wall because the stent would be unable to cross the lesion. The procedure was ended with no patient complications and the patient status is fine.